Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3093-28, lot# :v440501, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient needed an MRI. According to the doctor, during device system explant, the lead was partially retained (distal electrode was retained) in the patient¿s body. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any diagnostics/troubleshooting were performed. Also, it was unknown if any actions/interventions were taken to resolve the issue. The issue was not resolved at the time of report. Information was sent to the physician regarding to the retained lead and MRI procedures. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.